Manufacturer narrative:
The reported event of etco2 rotary door stuck in ¿open¿ position file was opened to document an event that the customer reported. No devices or logs have been provided for investigation although a photo of a rotary door in the open position was attached to the site visit summary, a determination whether the door was stuck cannot be made based on the photo alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the etco2 rotary door was stuck in the ¿open¿ position during a cpc and tpc site visit. There was no report of patient involvement.

Manufacturer narrative:
The reported event of etco2 rotary door stuck in ¿open¿ position file was opened to document an event that the customer reported. No devices or logs have been provided for investigation although a photo of a rotary door in the open position was attached to the site visit summary, a determination whether the door was stuck cannot be made based on the photo alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the etco2 rotary door was stuck in the ¿open¿ position during a cpc and tpc site visit. There was no report of patient involvement.